Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure where battery and leads where removed. The patient was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16651527.